Event description:
Event description guidant received information that the battery status for this cardiac resynchronization therapy defibrillator (crt-d) is at mol1 and the battery gauge is in the middle. It was reported that the monitoring voltage is at 2.69 v and the charge time is approximately 7 seconds. The caller (health care practitioner) expressed concern regarding the battery status.